Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle became cold welded during surgery to the cup, extending the surgery by 35 minutes.